Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the cable connecting ecgs "a&b" and the front therapy electrode was pulled from the strain relief, damaging all the wires in the cable. Additionally, the j500 component was broken off the dn pca and the front therapy electrode was missing. There is no indication that the electrode belt malfunction caused or contributed to the patient death. The device was able to monitor the patient until the electrode belt was disconnected. The root cause for the strained cable was excessive force. The root cause for the broken component and missing therapy electrode was physical abuse. Monitor mfg. Date: 12/03/2015. Electrode belt mfg. Date: 05/27/2016.

Event description:
A u.s distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient passed away in route to the hospital ER. Further details surrounding the event were not reported. Clinical review of the patient's available download ECG recordings show that prior to passing, the patient received an appropriate treatment shock by the lifevest. At 14:52:15 on (B)(6) 2019, the device detected an arrhythmia while the patient was in ventricular tachycardia (vt) at 210 bpm with motion artifact. The lifevest delivered a full energy treatment shock at 14:52:52 while the patient was in ventricular fibrillation (vf). The post-shock rhythm was bradycardia at 30 bpm with motion artifact. Between 14:53:54 and 15:15:01, the lifevest detected an arrhythmia seven times with response button use. It is no known who was pressing the response buttons. The patient's rhythm at the time of the arrhythmia detections was vt from 150 bpm to 170 bpm with motion artifact transitioning to sinus rhythm at 80 bpm with non-sustained ventricular tachycardia (nsvt). The rhythm then transitioned back to vt at 170 bpm with motion artifact. At 15:17:28, the patient received a non-lifevest defibrillation while in vf with motion artifact. The post-shock rhythm was vf with motion artifact. The patient had been in vf for 13 seconds prior to receiving the non-lifevest shock. Following the non-lifevest shock, the patient is seen in vf with motion artifact for approximately 13 minutes. Motion artifact was also seen from 15:30:15 until the electrode belt was disconnected at 16:10:48 on (B)(6) 2019. The patient's monitor was returned and was found to be fully functional. The electrode belt was returned and failed functionality testing, however there is no indication that the defective belt caused or contributed to the patient's death. Heavy motion artifact and response button use prevented the device from treating the patient. The device was able to monitor the patient until the electrode belt was disconnected.